Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6), performed troubleshooting procedures and replaced the worn valve, manifold, dispense 2 way and viton o-ring, size-008. Replacement of the valve, manifold, dispense 2 way and viton o-ring, size-008 resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the valve, manifold, dispense 2 way and viton o-ring, size-008 did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the valve, manifold, dispense 2 way and viton o-ring, size-008 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 for multiple patients. The following results were provided (reference range 8.0 ¿ 19.1 pmol/l): sid (B)(6), initial free t4 result= 26.8 pmol/l; repeat result= 11.2 pmol/l, sid (B)(6), initial free t4 result= 33.4 pmol/l; repeat result= 12.0 pmol/l, sid (B)(6), initial free t4 result= 26.8 pmol/l; repeat result= 10.8 pmol/l, sid (B)(6), initial free t4 result= 24.7 pmol/l; repeat result= 10.2 pmol/l . There was no impact to patient management reported.